Event description:
Consumer complained of inoperable scooter in humidity. Front wheels lock side ways many times when scooter goes over bumps. It has been repaired six times, but still has problems. One time scooter became uncontrollable that pt hit the walls in his house. On other occasions pt got stuck in the closet, falls, knees scraped and bled. Toes crushed. Pt has ordered a new one which will arrive in 6-8 weeks. Pt requested MFR to lend him a scooter in the meantime but no response from the MFR yet. Pt and wife are very concerned about the safety of this scooter.